Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/15/2019. Device returned to manufacturer: yes. Device evaluation: the lens was received cut in two pieces, traces of viscoelastics are observed on the lens indicating it was prepared for surgical purposes. This is consistent with the information provided that the issue occurred during an attempt to implant the lens and the removal/ replacement reported. Both haptics are distorted. The reported code of haptic damaged was verified. Since the lens was prepared and an attempt for insertion occurred at the surgical site; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 21.5 diopter intraocular lens (iol) during insertion was noticed that the back haptic was bent. The lens had to be cut out and back-up lens of the same model and diopter was then inserted. There was no incision enlargement, vitrectomy, sutures performed. There was no patient post-op injury. No other information was provided.